Manufacturer narrative:
This follow up report is being filed to relay additional information. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure on an unknown date due to infection. All products were removed, and replaced with antibiotic spacers. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation has been completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03115 0001822565-2017-03116 and 0001822565-2017-03117.

Event description:
It was reported that a patient is being considered for a revision of an unknown reason on an unknown date. No revision procedure has been reported to date. Attempts have been made and no further information has been reported to date.